Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to contact with other equipment or contact with non-insulated parts. The coating of the grasping section likely came off when dirt such as burn was scraped off with something hard. The event can be prevented by following the instructions for use which state: "·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and an u509 error was displayed in "probe check" mode. Also, evaluation found the probe was broken off and the tissue pad was worn out. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the thunderbeat 5 mm, 35 cm, front-actuated grip type s was faulty and displayed an u509 ultrasonic level error during a therapeutic laparoscopic liver resection procedure. The nurse did a probe check, but that was unsuccessful. The handpiece was dismantled and reassembled. A second probe check was done, but it was unsuccessful. The nurse tried to clean the probe, but the tip broke off during gentle cleaning. The probe tip did not fall in the patient and the nurse caught the tip with wet gauze. The surgeon decided to open a new handpiece to complete the procedure without any delay. The patient was under general anesthesia for the procedure. There was no reported patient harm or impact due to this event.